Event description:
On (B)(6) 2015, the reporter contacted animas alleging a casing/condition (damaged cap and case) issue with the pump. It was reported that the battery compartment was cracked and the cap had stripped threads. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 08/11/2015-device evaluation: the pump has been returned and evaluated by product analysis on 07/21/2015 with the following findings: during investigation, a visual inspection of the pump revealed that the battery compartment was cracked in three places. The battery cap was found to have stripped threads. A test cap was able to tighten fully to the pump and was used for the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.